Event description:
The customer reported to olympus, the hd autoclavable camera head had a broken cable, that caused interference stripes to appear in the image. Upon inspection of the customer¿s returned device it was observed, the image disappeared temporarily. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation, and the reported issue was confirmed. In addition to the reportable malfunction mentioned, it was observed: leakage was noted on the cable. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
Correction to h4. The device manufacturer date is jun. 14, 2007. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, it is likely the image would disappear due to the broken cable, which was caused by water invasion. However, the root cause could not be identified. Olympus will continue to monitor field performance for this device.